Manufacturer narrative:
This report is submitted on october 3, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the patient's surgeon, the patient experienced a loss of osseointegration. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the awareness date on the initial MDR submitted on (B)(6) 2018 has been changed from (B)(6) 2018 to (B)(6) 2018. This report is filed on october 15, 2018.